Event description:
Pain [arthralgia], swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician and a rheumatologist via a company representative regarding a patient of unknown age, gender, and initials, whose relevant medical history included previous synvisc therapy over a 10 year period without problems. The patient "recently" received 2 synvisc injections into an unknown joint on unknown dates. Following the second injection, the patient experienced "significant" pain and swelling in an unknown joint. The rheumatologist indicated that the adverse events were "nothing major and were resolved via steroid injections". The rheumatologist has since continued to use synvisc. No further information was provided. As of the date of receipt of this report, the patient outcome was recovered on an unknown date. (B)(4).